Manufacturer narrative:
The explanted intraocular lens (iol) was returned to our manufacturing facility for evaluation. The lens belongs to the manufacturing production order for a 15.0 diopter, a z9002 model. The lens sample was inspected at 10x microscope magnification and found to have a large cut in the center of the optic which was compatible with the lens explant process. The lens had surface residuals adhered to both sides of optic body indicative of use during the implant and explant process. The manufacturing certified operator inspected the lens for optical properties with the optical inspection results showing that the lens diopter corresponded to a 15.0 diopter lens, which was within specification. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4): placeholder.

Event description:
It was reported that the patient underwent explant of the intraocular lens (iol) after approximately two (2) weeks due to being anisometropic in the left eye. Further, post operative hyperopia was noted. During explant of the lens, the incision was enlarged and sutures were used. No other symptoms were noted.